Event description:
Additional information was received by the manufacturer indicating the serial cable was returned for analysis. At the moment the cable remains under analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received from the nurse confirming the handheld used with the reported serial cable. Moreover, the event was initially reported by the manufacturer under MFR. Report # 1644487-2012-00841. Confirmation was later received indicating the current report and report done under MFR. Report # 1644487-2012-00841 were the same.

Event description:
Analysis was completed by the manufacturer. Analysis of the returned serial cable indicated no anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications.

Event description:
On (B)(6) 2012, a report was received from a regional manager that they had been contacted by a nurse who reported that their vns programming equipment in theatre was not functioning well. They were having communication problems. Trouble shooting was performed and it was identified that part of the handheld computer system was malfunctioning. After the serial adapter cable was replaced the handheld was functioning as intended. Good faith attempts are underway for the serial adapter cable to be returned for analysis.thus far it has not been returned.